Manufacturer narrative:
The reported "temp error" occurred during patient treatment. Rotaflow console with s/n (B)(6) has been sent to the getinge repair center for repair. According to the field service technician dated on 2020-03-24 via email "this unit was completed on so (B)(4) back on february 19, 2020. I never saw a complaint tied with it. I serviced it as a preventive maintenance. There was never a temp error while testing it. According to the service order (B)(4) dated on 2020-02-19 2 year service, preventive maintenance performed, calibration check, full functional test and safety check as per the service manual. All tests passed. The reported failure "temp error" occurred during use and could not be confirmed. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-03-25 with the following outcome: in chapter 2.2 general safety instructions 2.2.2 position of use and operation, and positioning it is described as follows: - only operate the rotaflow system within the specific technical and ambient conditions (¿ "ambient conditions", page 76). Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. - make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The rotaflow risk analysis version v06 (dms# (B)(4)) chapter h1.1.1.10 was reviewed on 2020-03-25 with the following outcome: the most possible causes for the reported failure "temp error" could be determined as: over-temperature condition in the device, e.g.: * increased heat generation due to short circuits; * defect battery; * heat accumulation; * heat generation due to motor blockage; * device used out of specification; * charging of battery. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that patient on ecls support using rotaflow loaner unit from getinge. Lpm display window showed "temp err", with acoustic alarm and no pump stop. It is unknown till now which temp error occurred exactly. The customer was advised from tech support to swap out the rotaflow with another unit. No harm to the patient reported. Complaint ID: (B)(4).